Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the velys saw interface right (lot. J44926) was returned for evaluation. Visual analysis found the honeycomb saw connector on the sasi was chipped. The broken fragment was not returned. The observed breakage, is consistent with not using the cleaning cap to protect the saw interface port during cleaning and transportation. No foreign substance or residue was found, due to the sasi had been decontaminated before it was returned. Furthermore, the investigation conducted by a field service engineer (fse) under work order (wo-(B)(4) reveled that the reported saw activation failure was related to defective saw handpiece. Therefore, no indications that a defect with the sasi contributed to the reported event. Based on the investigation findings, no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that while using the robotic assisted saw interface device that the during a normal registration process and error message appeared requesting it to be re-performed. After re-acquiring, we then balanced the knee and were about to commence the first resection (distal femur). However, when attempting to perform this resection, the message reappeared asking for the saw to be re-calibrated. There was also no power source when pulling the trigger. Various attempts and efforts were taken to re-calibrate / rectify but unfortunately had to bail to manual instruments. After the case, I looked at the interface which looked like it had moisture near the cord attachment but was unsure if this was debris from the robot being in close proximity to the resections performed with manual instruments. Given the saw handpiece had only just been replaced, I feel like it may have been the interface at fault. Device had intermittent function. During an in-house engineering evaluation, it was determined that the device saw connector on the saw interface device was chipped. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.